Event description:
Engineering triggered an investigation based upon failures associated with the product ECG cable connector. A failure of the connector could result in the inability of a device to display a pt ECG.